Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during a routine inspection of the field equipment the tip of the cannulated hexagonal screwdriver was found damaged. There were no procedure and patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a device history record (DHR) review was conducted for part number: 314.05, synthes lot number: 4405289: supplier lot number: n/a : release to warehouse date: 10-apr-2002, expiration date: n/a, manufactured by synthes brandywine: no non-conformance reports (ncrs) were generated during production.this lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. H3, h6: a product investigation was conducted. Device condition: visual inspection performed at customer quality (cq) on the returned cannulated screw driver observed the portion of the distal tip broken off. The broken portions were not received at customer quality. The received device is consistent with the given complaint condition and therefore the complaint condition was confirmed. Dimensional analysis and document/specification review: relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision) were reviewed, and no design issues were identified. Dimensional analysis performed at the tip flat to flat dimensions measured the diameter and is within the specification per relevant drawing. Review of the device history record showed that there were no issues during the manufacture of this product, and any sub components, which would contribute to this complaint condition, material review performed during DHR showed no issues with the material and its properties. Therefore there is no indication that the device material contributed to complaint condition. No ncrs were generated during production and therefore, device history record(s) review showed no issues during the manufacture of the product that would contribute to this complaint condition conclusion: a definitive root cause could not be determined from the provided information. However, it is likely that any unintended forces encountered by the device during usage/handling could have contributed to this complaint condition. The complaint condition was confirmed. However, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.